Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached luer hub was confirmed and the cause appeared to be use-related. The product returned for evaluation was one broviac catheter. Usage residues were observed throughout the sample. The catheter terminated 16.7cm distal of the over-sleeve. Usage residues were observed throughout the sample. The luer hub was detached from the crimp collar and outer tubing. The internal tubing still overlaid the luer hub stem. Tactile inspection of the sample revealed severe tensile weakness throughout the sample. The tensile weakness was particularly severe near the proximal end of the sample. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Microscopic inspection of the proximal end of the over-sleeve revealed a continuous circumferential crimp impression. The continuous impression near the proximal end of the over-sleeve suggested that a complete crimp was achieved during device manufacture. The severe and abundant tensile weakness indicated that the sample was subjected to pulling events. Such events appeared to have caused the observed luer hub detachment. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016- per sales representative, a user facility reported that a patient's broviac catheter, which was placed at a different facility, had separated at the hub. No patient injury was reported.